Event description:
As reported by end user hospital, the hospital has experienced 3 instances of air bubbles in the tubing of the convenience kit when aspirating with the syringe. No air was injected and there were no pt injuries or complications.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of "convenience kits" and the failure mode of "air bubbles." No adverse trends were identified. The customer's reported complaint description cannot be confirmed, as no samples were returned. Subsequent info rec'd from the end user hospital stated that the likely root cause of these complaint events was user error during setup of the procedures. This setup error has been corrected. The directions for use packaged with the kit includes the following statements: "ensure that you are making secure connections when using the device to prevent the introduction of air into the system that could result in embolism and in rare instances death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards. Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism and in rare instances death." ((B)(4)).